Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial numbers/complaints. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿postpacing interval during right ventricular overdrive pacing to discriminate supraventricular from ventricular tachycardia.¿ journal of atrial fibrillation. 2017. Aug-sept. Vol. 10, issue 2. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillators (icds). Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article indicated that there were patients who experienced inappropriate therapies. According to the author, ¿onset and stability parameters were either turned off or programmed to monitor only to allow delivering atp [anti-tachycardia pacing] therapies to supraventricular arrhythmias. After first inappropriate shock, stability and onset parameters programmed on.¿ the status/location of the device is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.